Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that poor communication was on the patient programmer. The patient stated that their implantable neurostimulator (ins) was working yesterday where they were feeling stimulation, but then it just stopped working. The patient relied on their device for their pain control and they had started to have a return of pain after the device stopped working. The patient did not have any falls or traumas recently but they had been into the hospital to get an injection in their back 3 weeks ago because they were having pain that had started to go down their leg. The patient stated that this pain was a return of pain they had before but that it was down a different leg than before. The patient had a spinal fusion done that had gotten rid of the pain and then they had the device put in which had been helping a lot with the pain in the middle of their back. The implantable neurostimulator recharger (insr) was not able to communicate with the implant. The reposition antenna screen was seen. The patient had felt stimulation yesterday. The patient had charged the ins 5 days ago but that they had not charged all the way to full and that they usually charge once a week. An appointment with the health care professional (hcp) was scheduled for next friday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.